Event description:
Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms despite changing their infusion set tubing and site. The customer's blood glucose (bg) level ranged between 60-200mg/dl. A system check with the current supplies was performed and insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site to inspect the cannula. Tandem technical support educated the customer in regards to possible causes of occlusion alarms.